Manufacturer narrative:
The product will not be returned for evaluation and testing.

Event description:
The information received from the affiliate states that this male patient (age unknown) was brought to the interventional lab for an angioplasty procedure of the left superficial femoral artery (sfa). The lesion was de novo lesion. The vessel had moderate calcification and no tortuosity. There was a 99% stenosis present. The physician used a terumo 6fr. 11cm sheath and a treasure (getz bros). Guidewire to access the lesion, and upon applying pressure to the balloon, it ruptured under nominal pressure. The balloon was safely removed from the patient and the procedure was completed with another balloon. There were no reported complications to the patient.